Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The cause of the oor was not determined. The neurologist was observing and making appropriate changes to therapy.

Manufacturer narrative:
B1: updated from product problem to product problem and adverse event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report source: event occurred in (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was receiving frequent intermittent oor (out of regulation) messages on their patient programmer. The system was checked and was found that the system and all the electrode impedance measurements were consistently within normal limits. The neurologist tested the electrode impedance with the patient's head and arms in several different positions and applied a light pressure over the chest as well, and each time the electrode impedance appeared normal. The therapy impedance was also tested in the same way and was consistent with its measurements as well. The patient believed they were receiving some therapy but it did not feel as effective as usual. The neurologist hypothesized that the oor could be caused by the high settings in the constant current or if there was potentially something happening in the system that they were missing. Furthermore, it was noted that all patient's groups produced the oors.